Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and thrombosis, as listed in the mini vision instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion is in the right coronary artery (rca), which was mildly tortuous, mildly calcified and was 100% stenosed. The patient was experiencing an acute myocardial infarction. The guide wire was delivered toward the rca and aspiration was performed. The 2.5 x 15 mm mini vision stent was implanted in the distal rca. Two 3.5 x 15 mm vision stents were implanted, overlapping in the mid and proximal rca. The patient was transferred to the intensive care unit. Two hours later, the patient was complaining of chest pain and intravascular ultrasound was performed which revealed thrombus had formed inside the 2.5 x 15 mm mini vision. A dilatation balloon was inflated inside the stent for treatment of the thrombosis; however, minutes later thrombus formed again. Dilatation was then performed with a non-abbott balloon catheter, after which a 3.0 x 18 mm vision stent was implanted inside the mini vision stent. The procedure was completed successfully. No additional information was provided.